Event description:
It was reported that a spectrum pump buttons 1, 2, and 3 had intermittent problems. The event happened during set up at emergency room department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was unable to recognize key presses. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Visual inspection found the cause was a physical damage to key #1. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.